Manufacturer narrative:
Screw of a prothtetic part that was fixed on a dental implant fractured (due to overloading) the fragment of the screw could be removed from the implant and there was no need to remove the implant. A new screw could have used as replacement. Product was in situ more than 4 years without problem. Highest possibe root cause was a mechanical trauma on the product led to fracture of the screw.

Event description:
Fracture of the prosthetic screw in a dental implant over time. Fragment could not be removed and implant needed to be explanted.

Event description:
Fracture of the prosthetic screw in a dental implant over time. Fragment could not be removed and implant needed to be explanted.

Manufacturer narrative:
Screw of a prothetic part that was fixed on a dental implant fractured (due to overloading) the fragment of the screw could not be removed from the implant and the implant needed to be removed. Product was in situ more than 4 years without problem. Highest possible root cause was a mechanical trauma on the product led to fracture of the screw.